Event description:
It was reported that the user experienced multiple episodes of low blood glucose while using the ilet system, with observed patterns of slight rise after meal announcement followed by a steady decline; troubleshooting identified likely underestimation of carbohydrate intake relative to announced meals and provided education on appropriate meal announcements and use of fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included the need for oral fast-acting carbohydrate intake and user coaching on meal announcement and carbohydrate adequacy. Investigation included review of device-reported data and user interview. Investigation of this case revealed user technique issues related to incorrect meal size announcements. It was concluded that the event was attributable to use-related factors, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.